Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified in d2 and g4. Manufacturing review: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned catheter sample is in used condition without stent that reportedly has been deployed inside patient. The system is fully functional without damage / deformation so that an indication for an irregular stent deployment cannot be found. Images/ x-rays demonstrating the shortened stent have not been provided which leads to inconclusive result. A manufacturing related issue could not be found. In this case the intended placement site was seen between the markers before deployment; the vessel was not tortuous but slightly calcified, the lesion was pre dilated and system compatible 5f introducer with 0.035" guidewire were used for access. Slack was removed before deployment, and the introducer was secured against moving; during deployment, the system was gently held at the stability sheath and kept stationary. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout deployment was found sufficiently described. In particular the instructions for use (IFU) state: ''prior to and during stent deployment, remove slack from the delivery system catheter outside the patient by gently holding the stability sheath and keeping it straight and under tension.', 'confirm that the introducer sheath is secure and will not move during deployment (...) Hold the green stability sheath. Do not hold or touch the brown moving sheath. (...) Do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding access/ accessories the IFU state: 'gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath ¿ 5f (1.67 mm) or larger introducer sheath. Insert a guidewire of appropriate length (table 3) and 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter. The IFU further state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent 5f vascular stent. During the procedure the stent was allegedly deployed but it was 20mm too short even though the physician is sure to have kept the distal marker at the same. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using lifestent 5f vascular stent. During the procedure, the stent was allegedly deployed but it was 20mm too short even though the physician is sure to have kept the distal marker at the same. There was no reported patient injury.